Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was capped during a downgrade procedure. The patient was in stable condition prior, during, and post operation.